Event description:
It was reported that during the last two days prior to the report the patient noticed he had been going to the bathroom more often. He had been having urinary symptoms, so he wanted to try a different program. However, he was only getting the poor communication screen on his programmer. His programmer would not sync with the implantable neurostimulator (ins) and this started a few minutes prior to the report. Upon return of the programmer analysis was unable to verify the issue. The antenna jack was resoldered as a preventative measure. C100. No interventions or the patient outcome were reported, so additional information was requested. If additional information is received a supplemental report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient¿s battery had normal battery depletion. The patient was unhappy with the longevity of the battery. Diagnostic testing or trouble shooting was performed and the implantable neurostimulator (ins) was dead so it wouldn¿t connect with the programmer. It was unknown if the product issue was resolved and it was unknown if the cause of the issue was determined. The ins was implanted and remained in service. The patient was alive with no injury and there were no patient symptoms or complications associated with the event. Additional information received reported that 2010 was the implant year of the device. The depleted implant was still in the patient at this moment as far as the manufacturer representative was aware. Additional information received reported the patient states it was determined that his ins(stimulator) was "dead", reached end of battery life. The patient was sent a new programmer from repair, but patient still had same issues mentioned, so he followed up with hcp (healthcare provider) and I t was determined ins had reached end of battery life. The patient states he was calling today to see if he can have an MRI of his knee. He already has had exploratory surgery on knee, but an MRI may be needed to further determine issue with knee. MRI was not related to manufacturer device therapy.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3889-28, lot# v000828, implanted: (B)(6) 2006, product type: lead. (B)(4).